Event description:
It was reported that a MRI technologist fell from a mobile MRI van and was injured. The audible alarm consistently sounds whenever the sliding door is open and will sound regardless of the location of the lift platform. The alarm was sounding when the hcp stepped through the open door and fell.